Event description:
Reportedly, the instrument did not staple properly; some staples did not come out; and others did not close fully; resection and applied another device. Sex: unknown. Procedure: hemorrhoidectomy.